Event description:
The customer's mother reported via phone call that the patient insulin pump had a crack by the screen. Customer's blood glucose was unknown mg/dl. The customer stated that the device was bumped into locker. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.